Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch connection issue. Upon functional testing, the fse found that the wi-fi indicator was off during this issue occurrence. To resolve the issue, the fse reseated the base station connection and restarted the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the wireless footswitch had a connection issue. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.